Manufacturer narrative:
Physio-control evaluated the device and observed that, intermittently, it would not power on or power off when the on button was pressed and the device ceases to function after approximately 5 minutes. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main keypad assembly and determined that root cause for the reported problem were worn switch contacts in the on button.

Event description:
The customer reported that the device would not power off intermittently. There was no patient involved with reported incident.